Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation revision with a saline mentor smooth round moderate plus profile 650cc breast implant and experienced deflation on the right side. As a result, the patient underwent removal on (B)(6) 2019

Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the device was replaced with a like device (same catalog number). Also on (B)(6) 2019, mentor received the device for evaluation. Device evaluation summary: upon receipt by mentor, the device contained no fluid. No foreign material was observed within the device or on the shell surface. During initial evaluation indicates the device appeared intact. Leak testing was performed according with mentor procedures and it revealed a rent on the anterior aspect, measuring approximately <0.1 cm. Microscopic examination of the edges of the rent revealed parallel striations. No other anomalies were observed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found in the device. Microscopic examination revealed parallel striations. This type of striations is more indicative of sharp instrument damage rather than shell failure due to wear. A manufacturing record evaluation (mre) was performed for the finished device number 7524690 and no non-conformance's related to the reported complaint condition were identified. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices as referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).